Event description:
The atrial lead was returned to the manufacturer after being explanted due to oversensing, undefined high impedance, high thresholds, an apparent fracture, and loss of capture. The atrial lead subsequently tested out of specification during manufacturer's analysis. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured; full lead in segments returned and analyzed.